Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results for 2 patient samples tested for anti-tpo on a cobas e801 module. Based on the data provided, the results for 1 patient sample were discrepant. The initial anti-tpo result was < 9.0 iu/ml. The sample was repeated and the result was 49.0 iu/ml. The sample was repeated again and the result was < 9.0 iu/ml. The results of < 9.0 iu/ml were believed to be correct. It is not known if the incorrect result was reported outside of the laboratory. There was no allegation that an adverse event occurred. The anti-tpo reagent lot number and expiration date were not provided.

Manufacturer narrative:
Based on the performance test data from the instrument, the device is operating within specification. The investigation was unable to determine a definitive root cause.